Event description:
It was reported that the right atrial (ra) lead was observed to be dislodged via an x-ray examination. No malfunction of allegation was made against the ra lead. The ra lead was repositioned to resolve the event and patient was in stable condition.